Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following sets of results on the compact plus system within 10 minutes: (B)(6) 2018: 15 mg/dl 10:47 am, 140 mg/dl 10:48 am. (B)(6) 2018: 11 mg/dl 9:30 am, 135 mg/dl 9:31 am. (B)(6) 2018: 37 mg/dl 7:25 pm, 282 mg/dl 7:26 pm, 13 mg/dl 3:32 pm, 213 mg/dl 3:33 pm. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.